Event description:
The patient has a mr exam. He was scanned with head first on the synergy spine coil for an examination of the lumbar spine. The patient did not mention any heating sensation during the examination. Two days after the examination, the patient returned to the hospital reporting a blister on the lower leg. He blamed mr scan for the burn.

Manufacturer narrative:
Eval: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.